Event description:
Caller reported that the indicated battery charge of the device dropped unexpectedly by 50% in a short period. There was no adverse impact on the customer¿s blood glucose level as a result of this issue. The customer continued to use the pump for insulin therapy.